Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported their controller was not charging to 100%. Patient said they first noticed the issue about a month ago or so and had called medtronic, and a previous agent tried to walk patient through a reset of the controller, but the issue was persisting. Patient stated they called into patient services about a month ago, and reported the issue, as well as ordered a new ID card. Patient then stated if their controller was at 100%, their implant would be at 80% and if the controller was at 80%, the implant was at 40%. Patient clarified their implant battery is the charge that will not increment to 100%, not their controller. Agent had patient remove the battery pack from the controller and plug controller into the ac power supply; patient confirmed controller powered on. Patient then reinserted the battery and confirmed green light was flashing above the screen. Patient inspected recharger cord but did not see any damage. Patient attempted to start a charging session of their implant, but reported seeing 'controller battery too low, recharge the controller' message. Patient mentioned they last charged the controller a few days ago. The issue was not resolved. An email was sent to the repair department to replace the controller. Patient then asked who their medtronic rep would be, as their previous rep does not return their calls. Agent reviewed role of rep with the patient, and patient became slightly escalated and disconnected the call when agent attempted to redirect patient to their healthcare provider. Patient called back stating they have not been able to pair the controller and just now had time to call back on this. Caller stated they are not able to get it connected when they try pairing. Caller does not have equipment with them at the time of the call. Agent reviewed with caller that they will likely need to do a passive recharge if the implant has been discharged this long and reviewed if they can attempt to charge and then still need help with pairing we could assist. Redirected caller to patient services once they have the equipment with them for further troubleshooting. Patient repositioned antenna and eventually it started charging with excellent quality. Patient called back regarding continued charging issues from this case. Patient repeated the implant battery wouldn't increase in charge, but the controller battery would deplete. Patient confirmed this was the same issue as this case and said the replacement controller did not resolve the issue and continued issues charging the implant. Agent asked, patient did not see any damage on the recharger cord. Agent sent a request to repair to replace the recharger caller stated that patient has been unable to recharge due to position of implantable neurostimulator (ins). However, caller stated that patient last charged last week and today, they are unable to read ins. Caller stated patient has been having issues charging for about 10 months and ins is severely tilted to the point that it will need to be repositioned. Patient services (pss) reviewed timeline of ins depleting and when it can communicate and charge normally and that when ins becomes too depleted, it won't connect to external devices and will need passive recharging.

Manufacturer narrative:
Continuation of d10: product ID 97745nt serial# (B)(6) product type programmer, patient. Product ID 97755 serial# (B)(6) product type recharger. Product ID 97745 serial# unknown product type programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.